Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 41 mg/dl earlier in the day of the call. The customer reported that her blood glucose level later went up to 51 mg/dl, then she treated with food which brought it up to 120 mg/dl. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.